Manufacturer narrative:
A correction was made. The lead was not returned for investigation.

Manufacturer narrative:
(B)(4).

Event description:
During an implant procedure for a final-stage cardiac failure pacemaker dependent patient, the left ventricular lead was connected to the device and it was noted that left ventricular pacing was unstable and the device would only intermittently pace. The device remained implanted but the guidewire became stuck in the lead and the lead was exchanged. The patient expired the week following the procedure due to issues related to cardiac failure that were unrelated to the intermittent pacing and there were no performance issues noted with any abbott device.